Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator had been fully adjusted. There was a severe bend in the shaft of the device. The anchors had already been deployed, and were not returned with the device. There was no debris. A functional evaluation could not be performed in full without the anchors present. The device actuator was stuck and could not be retracted for testing due to the bend in the shaft. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. - if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. A clinical evaluation found that the physician provided analysis of the MRI confirmed the medial meniscus tear. However, without the requested clinical information, operative report, radiographs, fall/trauma history or the device, the root cause of the reported firing problem cannot be determined. According to the report the implantable t1 was secure in side of the patient¿s joint capsule, therefore, micro-motion/migration of the retained t1 is unlikely. Since it was reported the malfunction was resolved without delay or patient injury using a backup device, no further investigation is necessary. Should any additional relevant medical information be provided, this complaint would be re-assessed. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use, misplaced force on the device actuator, or use of the actuator before the needle is through the meniscus. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair, the fast fix second implant did not deploy. The malfunction was solved with no delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.